Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2012 and performed successful self-tests up to and including the (B)(6) 2016. An increase in voltage would suggest a further pad-pak was installed on the (B)(6) 2016. The device was manually power cycled on this date and again on the (B)(6) 2016, the technical log indicates on both occasions that the device was not powered off via the on/off button as the on/off button sequence or the shutdown sequence were not recorded. This may suggest the pad-pak was removed to power off the device. The returned pad-pak was inserted into the device and began to issue advisory speech prompts. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the reported fault can be attributed to moisture ingress resulting in corrosion within the membrane. Investigation was unable to replicate the reported fault however a measurable fault was found on the membrane due to corrosion which may have led to the reported fault. The fault could not be replicated with a good membrane fitted.